Event description:
An olympus representative reported to olympus, on behalf of the customer, the forceps cannot be inserted due to a clogged forceps channel on the evis lucera colonovideoscope. Upon inspection and testing of the returned device, the dirt was difficult to remove from the scope connector. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material exiting from the channel forceps found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the forceps cannot be inserted due to clogging of the forceps channel, the air and water nozzles were clogged, and the dirt was difficult to remove on the scope connector due to insufficient cleaning. In addition, the internal parts of the up/down knob and the bending section bond had cracks, the bending angle was insufficient and the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was also noted, there were scratches on the switch button one, the insertion tube, the operation part, the tip cover, the insertion part corrugated tube ore dome, the switch box, the operation unit cover, the right/left knob, the grip, the scope connector, the scope connector cover, the universal cord and the scope connector side of the universal cord. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be specified, and the cause was unable to be presumed further. It is suggested that the user facility review the methods for handling the device at the facility to confirm if the instrument channel has ever clogged. Olympus will continue to monitor field performance for this device.